Event description:
The customer reported that after 30 minutes into transport of a pt, the unit displayed a low battery alarm. The unit continued to operate normally and therapy was continued. The unit was plugged in when the pt was placed in the ambulance. No pt injury was reported.